Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis (injection site necrosis), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: rivkin, a. (2021). Nonsurgical rhinoplasty using injectable fillers: a safety review of 2488 procedures. Facial plastic surgery & aesthetic medicine, 23(1), 6-11. Doi: 10.1089/fpsam.2020.0291.

Event description:
This MDR is related to MDR 3013840437-2021-00032 and MDR 3013840437-2021-00033 referring to the same literature article. This is a literature report from a retrospective chart review aimed to determine an overall adverse event rate for non-surgical rhinoplasty procedures and to assess whether a previous surgical rhinoplasty increased the odds of an adverse event. This literature report from the united states of america concerns a female patient. She was injected with radiesse®, into the infratip lobule, to improve the profile with successful initial results. Two weeks post-treatment, the patient underwent a touch-up treatment with more radiesse® in the area, in an attempt to improve the results. The patient previously underwent 4 surgical rhinoplasties, resulting in an overly shortened nose with a hanging columella and notched ala. Upon the treatment with radiesse®, the patient experienced transient blanching of the skin, that seemed to normalize within a minute. Over the next few days, the patient developed skin necrosis and cellulitis in the tip area, which was treated with warm compresses, nitroglycerin paste, massage, oral steroids, antibiotics, and hyperbaric oxygen. It was further described as ischemia leading to necrosis and contour irregularity. As reported the infection was mild and transient. The patient had a live follow-up visit 1-2 weeks post procedure. At 8 months, the patient was still left with a small depressed scar in the previously necrotic region. Due to the provided information the outcome of the events necrosis and ischemia was considered as resolved with sequelae. Due to the provided information the outcome of the event cellulitis was considered as resolved. In the opinion of the authors, the two cases of serious adverse events involving the nasal tip were most likely a compartment syndrome rather than an embolic event since cannulation of the tiny tip vessels seems unlikely. Blood supply at the tip was known to be tenuous and there was less potential space in the tip between the skin and cartilage compared with the rest of nose. These two characteristics set up the potential of a compartment effect with an over-injection of filler. Surgical rhinoplasty certainly decreased the blood supply to the skin, increasing the chances of ischemia in areas such as the tip. The scar tissue formed possibly also compromised the mobility of vessels, making them more at risk for perforation during the non-surgical rhinoplasty procedure. Surgical rhinoplasty possibly also caused changes to the skin, soft tissue envelope, and lymphatic drainage system, leading to prolonged resolution of typical post-injection inflammatory responses.